Event description:
It was reported that ins has lost its charge and they can't get it restarted. Patient clarified they are trying to turn therapy back on. Patient reported getting implant discharged screen on call when trying to connect with their implant using patient programmer. Reviewed implant discharged screen meaning. Patient was unable to bypass this screen to turn therapy on. Patient attempted to start a charging session on the call and reported getting poor coupling (no coupling boxes filled in). Patient turned recharger antenna dial to all positions to try to get more coupling boxes, but reported none of the coupling boxes filled in. Patient denied any visible damage to recharger antenna. Patient mentioned recharger antenna is "relatively new". Patient tried to connect with implant again using patient programmer after trying to charge but reported continued seeing implant discharged screen. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional info received from patient rep that the patient's ins being discharged and having difficulty getting the ins turned back on. The patient wasn't sure how the ins got discharged and n oted that they charge the ins every other night. They were trying to connect to the ins with the patient programmer and antenna, but they kept getting the 'poor communication' screen. They were able to connect to the ins without the antenna and saw the warning screen that indicated the ins was in a discharged state. Agent reviewed that the ins would need to be at least 25% charged before the ins could be turned back on with the patient programmer. The patient resumed charging the ins and repeated that none of the coupling bars were filled in. Agent reviewed that the ins was still charging, but it would charge slowly with poor coupling. Agent reviewed that a replacement recharger antenna was requested to rule it out as being the cause of the poor coupling.

Manufacturer narrative:
Continuation of d10: product ID: 37791, lot/serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.